Manufacturer narrative:
Visual analysis was performed on the returned device. The returned device analysis noted a longitudinal balloon rupture; thus, confirming the reported balloon rupture. The difficulty removing was not tested due to the condition of the device. Additionally it was noted that there was a separation of the balloon, stretched inner member, and marker band dislodgement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined that the reported balloon rupture and difficulty removing were likely due to circumstances of the procedure. It is likely that the longitudinal balloon rupture was the result of interaction with the heavily calcified anatomy. There were no leaks reported during preparation, suggesting that the damage was not pre-existing. In addition, the difficulty reported during removal and the noted separation of the balloon, stretched inner member, and marker band dislodgement were likely the result of the ruptured balloon material catching on the introducer sheath during removal causing the balloon material to tear and separate radially. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the right common femoral artery with heavy calcification. The 7.00x40mm armada balloon dilatation catheter (bdc) was advanced to the target lesion; however, ruptured during the first inflation at 10 atmospheres (atm). The bdc was removed from the anatomy with difficulty as it became stuck with the sheath. There was no adverse patient effect and no clinically significant delay reported in the procedure. A non-abbott balloon and a supera stent were used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.